Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker declared safety mode. Technical services discussed that the device will need to be replaced. Additional information is being requested from the field. The device remains in service at this time. No adverse patient effects. Additional information was received that this pacemaker was explanted and replaced. No additional adverse effects were reported.

Manufacturer narrative:
The device remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker declared safety mode. Technical services discussed that the device will need to be replaced. Additional information is being requested from the field. The device remains in service at this time. No adverse patient effects.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker declared safety mode. Technical services discussed that the device will need to be replaced. Additional information is being requested from the field. The device remains in service at this time. No adverse patient effects. Additional information was received that this pacemaker was explanted and replaced. No additional adverse effects were reported.